Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter and lo blood glucose test results. Counselor is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result is less than 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-2 error using true metrix meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 01/13/2024 and caller could not recall the exact open date but stated it was not more than 4 months ago. The meter memory was reviewed for previous test result history (only one result was provided): result 1: lo mg/dl date: (B)(6)/2022 time: n/a fasting.

Manufacturer narrative:
Sections with additional information as of 06-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.